Manufacturer narrative:
(B)(4).

Event description:
Prior to implantation, the 8709-sc catheter tip appeared to be defective. The physician "ended up opening a new catheter." Additional info has been requested, but was not available as of the date of this report.